Event description:
As reported by field clinical specialist (fcs), during the placement of the 29mm sapien 3 (s3) valve in mac with lampoon, the 29 mm s3 valve was successfully prepped and deployed with +4 cc's. Patient had moderate pvl so an additional 1 cc added to post dilate with no change in pvl. An addition +2 cc's (for total of +7 cc's) was used and the patient still had moderate pvl and of note, patient has severe lvot obstruction. Per response, the devices were discarded. Regarding the position of the valve, the fcs indicated they "probably could have had s3 a bit more in the atrium i.e. 80/20 although would not likely have changed outcome". Regarding the obstruction, there was no allegation of an edwards device malfunction, it was "more patient anatomy related". Alcohol septal ablation was performed for the obstruction. At last report, the patient was alive post-op. Regarding the pvl, no intervention is planned. Based on the calcium, "it would not likely change pvl".

Manufacturer narrative:
The valve remains implanted. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as no patient or procedural factors were provided. However, it was noted that the obstruction was ''more patient anatomy related". A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.